Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the 100 to 600 ml a result of the device locking or was the blood loss reported part of the expected outcome of having a surgical procedure, can the surgeon elaborate? Was there any medical or surgical intervention as a result of the device lock? Did the reported blood loss result in any medical or surgical intervention that was not already planned as part of the normal surgical procedure? Was the procedure open or closed? It was reported that the device was disposed of. Please confirm that the device was disposed of an will not be returned or is device being returning if so provide tracking number? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an inguinal herniorrhaphy procedure and absorbable straps were used. It was reported that there was an estimated blood loss of 100 to 600 ml. Another like device was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was received: date of initial surgical procedure? - (B)(6) 2016 (dd/mm/yyyy). Other relevant patient history/concomitant medications? - not informed. What is physician¿s opinion as to the etiology of or contributing factors to this event? - not informed. Was the procedure open or laparoscopic? - laparoscopic. Were there any concomitant procedures performed? - not informed. When did the bleeding occur? - not informed. The source (vessel) and triggering event of bleeding? - not informed. Was the blood loss a result of the device? Not informed. Where was the device being used? - inguinal region. The volume of blood loss? - according to the patient's chart, it was informed estimate blood loss of 100 to 600ml, but we do not have the exact quantity of the volume. There was no receipt of blood (transfusion). How the bleeding was treated? If a surgical intervention was needed, please provide details. - we do not have information, but there was no surgical intervention. Was any abnormality of the device noted prior to, during or after the procedure? - during the procedure when the stapler locked. What is the patient¿s current status? - without information. There was no representative in the surgery room, as mentioned, the procedure was performed on (B)(6) 2016 (dd/mm/yyyyy) and we became aware only on 14/02/2017. Procedure malignant neoplasm of the prostate.

Manufacturer narrative:
This medwatch report is being voided as additional information was received and it was reported that the bleeding was not related to the device. Should any additional information be provided, this file will be reviewed and updated accordingly.